Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Concomitant products: dilatation catheter: 3.0 x 20 mm trek (x2); guide catheter: boston scientific 6f cl3.5; stent: 2.5x8mm xience sierra. The xience sierra and trek (x2) devices are filed under separate medwatch manufacturer report numbers. Evaluation summary: a visual inspection was performed on the returned wire and the reported kink was confirmed. The reported difficulty to remove the guide wire from the balloon catheter was unable to be confirmed. A review of the lot history record and similar incident query was not performed because the part/lot numbers were not reported and the product labeling was not returned. The investigation determined the reported/noted difficulties of difficult to remove the guide wire and the kinked/bent tip appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, bifurcation lesion in the diagonal and mid left anterior descending (lad) artery with 80% stenosis. The 2.5 x 8 mm xience sierra drug eluting stent was deployed in the lad. Plaque shift occurred closing off the diagonal artery during stent deployment. Kissing balloon technique was performed for post dilatation with two 3.0 x 20 mm trek balloon dilatation catheters (bdc) to open the stent struts of the xience and improve the blood flow in the diagonal. The first 3.0 x 20 trek was advanced to the lad and the second 3.0 x 20 trek was placed in the diagonal artery. Resistance had been met with the guiding catheter during advancement of both treks. During removal of the second trek bdc, strong resistance was met as the balloon was only partially deflated. Force was used to remove the bdc and the shaft separated. All the devices were removed as a unit. A new guide catheter and balloon catheters were used to complete the procedure. A damaged abbott guide wire was returned to abbott vascular. Follow-up with the account confirmed the this guide wire was used with the second 3.0x20 mm trek balloon. There was difficulty removing the trek from the abbott guide wire, so all devices were removed as a unit. The patient is doing well. No additional information was provided.